Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the patient at the time of the detachment, however, it appears it may have been during used. The location of the cap is unk, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. Add'l info was not provided. "No damages to the patient'' reported.